Event description:
As reported to coloplast though not verified, on or about (B)(6) 2010 patient implanted with mesh sling product. Later patient experienced pain, autoimmune disorders, will likely undergo further corrective surgeries and has endured impaired physical relations.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.